Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104, dl code 203) was confirmed. Upon investigation the monitor was unable to complete incoming testing or patient download. The cause of the failure was caused by a communication error with an sd card. The root cause for the defective sd card could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104 and dl code 203.